Manufacturer narrative:
(B)(4). Visual inspection of the device confirmed the portion of the thumb screw is fractured and retained in the b/f humeral stem. The thumb screw was dimensionally inspected and found to be conforming with the exception to the previously mentioned fracture. The hardness of the thumb screw was also checked and within specification. The lot number for the thumb screw is unknown; therefore, the device history records could not be reviewed. This device is used for treatment. Due to the lot number being unknown, a lot based complaint search for the thumb screw is not possible. The exact instruction for use included with the thumb screw is unknown due to the unknown lot number; however, instructions for use included with this type of thumb screw states: "do not subject instruments to high loads and/or impact as breakage can occur." With the provided information the exact cause could not be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that while the surgeon was impacting the humeral stem implant with the insertion handle, the stem had started to engage and the tip of the thumb screw broke off inside the stem.